Manufacturer narrative:
The insulin pump was received with a broken battery cap, a cracked reservoir tube lip, and cracked battery tube threads. The test battery cap set and the battery does not lock into place.

Event description:
The customer called to report that the battery cap was screwed on too tight, became stripped, and then the battery would not stay in the battery compartment. The customer's blood glucose level rose to 600 mg/dl due to the issue. The customer was advised to revert to a back-up plan. The customer's device was replaced and returned for analysis.